Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review cannot be performed due to the unknown lot number. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the doctor placed the sheath/vessel locator precisely in place, inserted the angio-seal and clicked in, clicked out. When the doctor attempted to deploy the angio-seal device, everything came out and the foot plate never even exited the beveled sheath. Pressure was held and the patient was fine. There was no patient injury/medical or surgical intervention required. The patient was in stable condition. The procedure outcome was successful. Additional information was received on 03 feb 2023: a 6 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There was no blood loss greater than 250cc's. No equipment or other devices were used with the product involved.